Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was replaced with the same model. In a f/u, the surgeon states that "there is no prod issue". Both surgeon and pt are extremely satisfied with the outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other similar complaints reported in the lot number. Add'l info was requested on 10/07/2008 by fax and mail. A completed questionnaire was rec'd on 10/08/2008.